Event description:
Caller reported a malfunction on the pump with a code identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with information on how to reset the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to reach out if the issue happened again, which the caller understood and acknowledged.